Manufacturer narrative:
The reported events of lead dislodgement and inadequate capture were not confirmed. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.

Event description:
New information received indicates that the right ventricular lead was also dislodged.

Event description:
It was reported that high capture thresholds were noted on the right ventricular lead. The physician elected to explant and replace the lead. The patient condition was stable.